Event description:
It has been reported that a systolic pressure difference (<20mmhg) was observed in several picco applications between pulsioflex with picco module and dräger infinity c700 with pressure transmission via pmk-203 cable. However, the mean pressure calculation of both devices is the same.

Manufacturer narrative:
Further information has been requested and the investigation in ongoing. A supplemental emdr will be sent when the investigation is completed. H3 other text : device not yet received.

Manufacturer narrative:
No device returned as is was the same problem reported in #843628. In the investigation of the provided device from #843628 the error could not reproduced. All costumer cable were functional and no deviation of specification could be detected. The costumer therefore decided to not return the device for investigation and track the error at the user facility upon handling of the devices. H3 other text : device not returned

Event description:
Manufacturer reference #(B)(4).